Manufacturer narrative:
Received the unit with missing segments on lcd. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Pump fails self test due to missing segments on lcd. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully utilized thump/carelink to download history/trace files. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, lcd connector, and motor home switch . The following alarms were noted on event date: pump error 43 on 09/25/2023 23:25:37.000, pump error 38 on 09/26/2023 23:13:46.000, and 16 no delivery alarms during priming starting on 09/25/2023 23:28:02.000 and ending on 09/27/2023 07:42:55.000. The following were noted during visual inspection: pillowing keypad overlay and corroded battery tube. No pump error 43 noted during analysis, pump error 43 not confirmed. Pump error 38 confirmed due to moisture damage. No unexpected insulin flow blocked alarms noted during testing. No delivery alarm not confirmed. Missing segments confirmed due to moisture damage. Unable to confirm alleged high bg. Moisture damage confirmed on pcba 1, lcd connector, and motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a "an error in the motor was detected by reading unexpected value from hall sensor" (pump error 43). Troubleshooting was performed and the customer was able to clear the alarm, unable to complete the rewind. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and it will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.